Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected the hrm task did not grant motor power in reasonable time. Alarms were noted during testing. The motor was tested outside of the pump and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer's blood glucose level was 161 mg/dl. Customer stated that displacement test was performed for the pump error and it was passed .the customer reported that they were able to clear the alarm and customer did not get request to rewind. Customer reported that insulin pump had failed battery test alarm but the customer declined the troubleshoot for the failed battery. The insulin pump will be returned for the analysis.